Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose was 500 mg/dl on sunday and her pump has 2 cracks in it. Customer stated that her blood glucose was around 397 mg/dl at the time of the incident. Customer stated that the damage is on the battery compartment and is about an inch long. One crack has been there for about 6 months. The other crack broke today when she was screwing the battery cap. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.